Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
The reporter stated that the sharps container was quite full so she removed it from the locking base, shook it so that the sharps inside the container would settle and allow for more sharps to be inserted, and then replaced it on the locking bracket. The clinician then attempted to deposit a sharp, but due to the container being quite full, the closure mechanism didn't drop the sharp correctly and then spat the sharp back out which resulted in injury to the clinician. Follow up blood work for (B)(6) and counselling was provided to the staff member. Additional information received via email on (B)(6) 2013, the clinician received the blood results and medical treatment was indicated. No further information is available.